Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was inserted and deployed on the mitral valve, reducing mr to a grade of 3. On an unknown date, the patient returned to the hospital with dyspnea and heart failure. To treat the heart failure, the patient was treated with nitrogylcerin. On (B)(6) 2026, an echocardiogram was performed and revealed that the clip partially detached from the posterior leaflet and fully attached to the anterior leaflet (partial clip movement), causing mr to increase to a grade of 4. A second mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 3. The patient was reported to be stable.